Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during pvc procedure a pericardial effusion was diagnosed via echo after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is the procedure. Intervention provided was a pericardiocentesis. Patient was stable when they left room. Relevant tests/laboratory- echo was done. No transseptal puncture performed. Ablation was performed prior to noting the cardiac tamponade. No evidence of steam pop. They thought maybe event occurred during mapping. Recommended flow setting was used for the irrigated catheter. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph and dashboard. Parameters for stability used for the visitag module was recommended settings. No additional filter used with the visitag. No color options were used prospectively.